Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (61 mg/dl). Customer declined troubleshooting with tandem technical support, and stated low bg levels are due to "general diabetic lifestyle". Customer ate food, and requested a new personal profile be created with a basal rate of 0% to address low bg levels. Tandem technical support guided the customer through adjusting pump settings. Recommendation was made to discuss diabetes management with customer's health care professional.